Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All DHR's are reviewed for accuracy prior to product release. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated there was a disconnection of the covidien beta cap adapter and the baxter transfer set. The patient experienced peritonitis as a result of the disconnection due to a breach of the sterile pathway. The patient were performing therapy at the time of the disconnection. There was no visible damage or residue on the threads of the each of the catheter adaptors. There was no assist device used to make the connection. There was no initial connection difficulties noticed. The transfer set was not previously reattached to the adapter by the patients or caregivers. The nurse was unsure of exactly when the separation occurred, just that the patients were not performing therapy. The nurse was unaware of anything that may have caused the connection to become separated. The catheter is taped onto the patient¿s body. The transfer sets are normally in use for 6 months with each patient.